Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium prime framing coil was removed from the sheath and was checked before inserting the device into the microcatheter. When pulling it back to the sheath, a little resistance was felt and it was observed that there was a broken portion. There was no deformation or damage in the delivery pusher. There was no resistance during delivery, the coil was not repositioned, coil dislodgement was not attempted, and the delivery pusher did not rotate inside the patient's body. The coil was replaced with a new one to complete the procedure. There was no patient involvement. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The device was flushed continuously during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. During preparation, the introducer sheath was held vertically when the implant coil was pulled back inside during hydration. There were no particular issues noted that resulted in the damage found. The cause of the resistance or damage has not been determined.